Manufacturer narrative:
Conclusions - this problem was resolved by replacing battery pack. However, the exact root cause of its failure is unknown. The pt is surrounded by a trained staff to stabilize the pt. Therefore, risk to pt remains acceptable.

Event description:
Customer reported that the battery charger voltage was too low on this x-ray system. The system would not initialize and several restart attempts were without success. A sedated pt was on the table. The system was not able to provide x ray.